Manufacturer narrative:
Product ID 3387-40, lot# b0477657k, implanted: 2007 (B)(6), explanted: 2015 (B)(6); product type lead product ID neu_unknown_ext; product type extension. (B)(4).

Event description:
It was reported that there was erosion of the system through the patient¿s skin, particularly the right lead and extension. An infection was also noted. The entire right side system was explanted as a result. The reporter was unsure if the patient was going to be implanted with a replacement system.